Event description:
It was reported the ac (alternating current) cord storage area, wand storage, and keyboard are broken. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the tabs of the power cord bay door and the left keyboard hinge are broken. Analysis also found the rf (radio frequency) and ECG (electrocardiogram) connectors are loose on a printed circuit board assembly. System fan is noisy. Product ID: 2067l rf (radio frequency) head; product ID: 229047 analyzer. (B)(4).